Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited on-site and examined the system and confirmed reported problem. Upon troubleshooting, the power connections and cables worked, but the suite pc had software boot issues while the other pcs and tsm were ready. To resolve the issue, the fse replaced the suite pc and return the part for further analysis and the motherboard and gpu card failure (no display) in the suite pc. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.